Event description:
On (B)(6) 2025, the patient reported receiving both low glucose and sensor issue alerts on the ilet while using a dexcom g7. Although the ilet indicated low glucose, a fingerstick showed blood glucose (bg) of 114 mg/dl. The patient ate 6 glucose tabs and 6 vanilla wafers, after which another fingerstick read bg of 257 mg/dl. The agent guided the patient on how to manually enter bg and explained that the sensor needed time to resolve the inconsistency. The patient opted to replace the sensor instead of waiting and required no further assistance. During the event, no symptoms were reported, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.